Event description:
It was reported that the implantable cardioverter defibrillator (ICD) stored an untreated ventricular tachycardia (vt) event. It was thought the event was due to electromagnetic interference (emi) noise that was oversensed as the patient was in a procedure where they likely used an electric knife when the ICD was not in electrocautery protection mode. Additional information was received that additional review of the episodes by technical services (ts) was requested. Upon review, ts observed the ventricular fibrillation (vf) started and was appropriately detected however, programming zones and amplitude was the reason for the untreated vt and vf. Functional undersensing was observed due to the amplitude below programmed tachy zones. Ts also observed that vt and vf verification contributed to the device not delivering therapy due to varying amplitude and zone programming. Ts discussed reprogramming tachy zones as an option to mitigate the functional undersensing. The ICD remains in service and no adverse effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.